Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump kept alarming no delivery over the past few days. She also experienced high blood glucose levels. The customer changed the infusion set a few times. Her blood glucose level was 400 mg/dl. She treated her high blood glucose level with injections. The no delivery alarm was resolved with a complete set change. The infusion set had a bent cannula. The device was not returned.